Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show large number of error messages related to invalid placement signal samples. Console inspection also revealed evidences of corrupt microsd card. Placement signal not reliable issues were caused by a defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that once support was initiated a placement signal not reliable alarm occurred. The console was exchanged for a different one and the alarm was no longer present.